Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following an instance of atrial fibrillation (af) cardioversion, the device exhibited a period of a loss of capture and right ventricular (rv) oversensing. The physician suspected that the cardioversion pads were too close to the device. The device remains in use. No patient complications have been reported as a result of this event.